Event description:
It was observed during central processing that the fenestrated bipolar instrument had frayed cables at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with frayed cables at the distal end was confirmed. The pitch cable is broken and frayed at the distal clevis hub. Cable segment that contains the crimp is missing in the clevis. Additional observation found grip tips bent. Evidence not conclusive, but damage likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.